Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during use, while the hp was connected. There was nothing unusual found that could have caused or contributed to the alarm. System error occurred again after restart of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, if additional relevant information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.